Event description:
It was reported from the oncology/infusion outpatient department that the pump allowed approximately 5 inches of large air bubbles pass through and did not alarm while in use on an adult patient. At the time a primary infusion of vancomycin 2g; rate 250ml/hr with a vtbi of 500ml was infusing. This occurred twice on the same device with back-to-back events on the same patient. It was further noted that the vancomycin was cold at the time of the infusion. There were no adverse effects caused to the adult patient from the event.

Manufacturer narrative:
The customer¿s concerns of the pump module not alarming for ail when air was observed was not confirmed after review of the logs or replicated during testing. ¿results from a review of the device logs noted three air in line alarms during the infusion. ¿a thorough inspection of the pump module¿s air detection system was performed and found no irregularities. ¿the air detection system was tested using the air in line threshold test protocol (doc 10000360032). Test results, consisting of a single air bolus detection testing and accumulated air detection testing demonstrated the air detection system operating in specification. Review of the pump module event log identified an infusion of unknown medication programmed on (B)(6) 2019 at 5:24pm with a rate: 250ml/h and a vtbi of 500ml. The rate and vtbi were changed to the rate: 270ml/h with a vtbi of 600ml at 5:25pm. The device alarmed for ail (air in line) 3 times (6:34pm, 7:21pm, and 7:28pm) and flo stop open (2 seconds) at 7:23pm. The device was restarted after the first 2 ail and the only flo stop open alarms. The device was then channeled off by the user after the last ail alarm at 7:28pm. Total infusion time was 2 hours 3 minutes and 37 seconds. The root cause of the customer¿s report of the pump module allowing approximately 5 inches of large air bubbles pass through was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Additional patient information: diagnosis; osteomyelitis.

Event description:
The customer reported from the oncology/infusion department that the pump allowed approximately 5 inches of large air bubbles through and did not alarm while in use on an adult patient. At the time a primary infusion of vancomycin 2g; rate 250 ml/hr. With a vtbi of 500 ml was infusing. There were no adverse effects caused to the patient from the event.